Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to upper and lower abdomen with cooladvantage plus applicator, and developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 to the upper and lower abdomen with cooladvantage+ coolcore and cooladvantage coolcore applicators, and developed paradoxical hyperplasia (pah/ph).